Event description:
It was reported that an unspecified intermittent alarm occurred on the pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.